Event description:
It was reported that an overdischarge was confirmed. It was noted to be the third. A physician mode recharge (pmr) successfully reset the device. The issue was stated to be resolved. No patient symptoms were reported and the patient was noted to be alive with no injury. No follow-up was required as all needed information was provided and no patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).